Event description:
The customer called and reported that the sensor was giving incorrect readings. Customer's blood glucose was 400 mg/dl. The customer was not wearing a sensor and could not perform troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference medwatch reports # 2032227-2015-14036 and 3004209178-2015-52751 regarding this event.